Manufacturer narrative:
B2 date of death is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the filter on the device where the circuit was linked to was not working and not alarming. The patient was reported to have coded and expired due to acute respiratory failure. The date of death was not provided. Additional information was requested on the cause of death. To date no further information has been provided. A clinical review is in progress.

Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received for evaluation. The device was visually and functionally tested but the customer reported problem was not able to be verified during testing both with and without the bacterial filter. No action will be taken to address the reported issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.